Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that a new reservoir leaks insulin. The customer indicated that their blood glucose level was normal. Customer did not provide any additional information.